Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial paroxistica fibrillation procedure, a cardiac perforation occurred requiring drainage. The patient also presented atrial flutter and ventricular extra systole. After the isolation of the pulmonary veins the ablation was done for the right atrial flutter and then mapping was done for the extra systole. Mapping was started in the left ventricle and then the right, the precocity being in the right ventricle. Ablation was successfully performed, the patient was extubated, and left the room stable, asymptomatic, and without arrhythmias. The patient had a small perforation in the pericardium. Drainage was done and the patient returned to the ICU, remaining stable during the drainage procedure. The physician stated there may have been a tamponade with the ablation catheter in the right ventricle, but without a greater certainty, as the patient remained stable after the procedure.